Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they were in the hospital because they had been urinating on themselves which started "all of a sudden". Patient said after getting the device they never urinated on themselves. Patient was urinating on themselves so they call their primary care physician (pcp) who recommended they go to the hospital. Patient said they have stim on and left it off to see if the device was causing them to urinate on themselves. Patient also reported pains in their back. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient sees ms doctor on (B)(6) 2022.